Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known.

Event description:
An international customer reported that their AED's were not functioning due to depleted batteries. No patient involvement or harm reported. No specific AED or battery information was provided.